Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image went "in an out" and turned green. The customer stated that the intermittent image issue could be mitigated momentarily by moving the cable around, but the image consistently cut out. A delay in the procedure of an undisclosed duration occurred as an unidentified direct view laryngoscope was obtained. No harm to the patient or user was reported.